Event description:
It was reported the right ventricular (rv) lead had an increasing/elevated pacing threshold of 3.7 volts at 0.4 milliseconds. Also, upon inspection the right atrial lead was found to have an outer insulation defect on the end of the ra lead body near the connector pin. The rv and ra leads were explanted and both were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the partial lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking, there was blood in/on the helix mechanism and there was apparent explant damage. (B)(4) - the partial lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), there was blood in/on the helix mechanism and there was apparent explant damage. Also, the outer insulation was kinked/buckled, was melted, had cosmetic environmental stress cracking, was breached cut and had a cosmetic depression.